Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. The pd nurse reported the cause of the event as breach in aseptic technique due to touch contamination.

Manufacturer narrative:
(B)(4) medical records requested, but they have not yet been received. The device was not returned to the manufacturer for analysis. A supplemental medwatch report will be submitted upon completion of the device manufacturer's investigation.

Event description:
During a follow up call for a patient who was on continuous ambulatory peritoneal dialysis (capd), it was reported by the rn that the patient had contracted peritonitis caused by touch contamination. Per md order, the patient was treated with 2 grams vancomycin on (B)(6) 2016, 2 grams vancomycin on (B)(6) 2016, and 2 grams vancomycin on (B)(6) 2016. Dialysate cultures drawn on (B)(6) 2016 revealed a negative result for infection. The patient remained on capd therapy throughout the antibiotic regimen. There was no reportable device malfunction, no serious injury occurred, effluent expressed from the peritoneal dialysis catheter is now clear, and there are no signs and or symptoms of peritonitis.